Event description:
This will be filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred while inserting the dilator. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.